Event description:
A customer reported receiving erratic readings on her blood glucose meter within 10 minutes. Results of 477 mg/dl and 144 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. The customer also reported when she obtained those high readings, she felt the readings were higher that she was actually feeling. Although, the customer reported experiencing symptoms of hypoglycemia, she did not reportedly lose consciousness or had a seizure. No third-party medical intervention was reported. The customer reported eating a hard candy to alleviate the symptoms. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.